Event description:
Additional information from the patient indicated that they were very disappointed in the service they received throughout this issue from the reps and said they and their family went through pain for 3.5 weeks until the pt's hcp confirmed the parts moved. Pt said they had to let the ins battery go dead so the headaches would stop. Pt said a rep tried reprogramming after learning the parts moved, but pt said that wouldn't do anything. Pt mentioned during the trial the stim worked well, and the reps checked in every day. Pt then said after implant they were told they had to have an appointment to get help from a rep and after pt told them they were having the device removed they didn't hear from another rep again.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received. It was reported patient was explanted on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that two weeks after they were implanted with their device they started experiencing pain near the location where their lead is placed. Pt stated it causes them a lot of pain to sit and when they sit for long enough, it causes their back to feel like it's on fire. Pt stated their lead is actually protruding from their body. Pt stated they see a pa at (B)(6) pain clinic in (B)(6) name "(B)(6)" and (B)(6) told pt what she's experiencing is normal. Pt stated they first reported this issue to a mdt rep, (first/last name asked/unknown) sometime right after labor day and they never called pt back. Pt then met with mdt rep, (B)(6) (last name asked/unknown) on (B)(6) 2021 and will said the issue is not normal and attempted to reprogram pt. Pt stated they switched from group a to c and they're still not feeling relief. Pt stated will won't return their phone calls now. Pt commented that during trial, they were contacted a lot and had a lot of support and now that they've been implanted with the device, they've been left "high and dry" and can't get anyone to even return their phone calls. Pt stated at this point, they are very frustrated and just want the device explanted. Pt said their pain is worse now then it was pre implant. Pt said they have a virtual doctor appointment tomorrow at 7:30 am. Patient services (ps) emailed mdt field reps for visibility. Additional information was received from the manufacturing representative (rep) and it was reported that rep saw pt and pt continues to have mid-line pain that was previously reported. Clinician did trigger point injections to try to resolve that pain. An x-ray was done to check leads to see if they migrated and they did. The left lead dropped 1 vertebral level and the right lead dropped one contact length. Rep notes she reset dtm program and targets. Provider to follow up with pt in two weeks.